Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device become available. A follow-up report will be submitted.

Manufacturer narrative:
The device was returned and evaluated. A torsional fracture of the caster stem was found during evaluation.

Event description:
Provider alleges right caster assy fell off and customer was injured.

Event description:
Provider alleges right caster assy fell off and customer was injured.